Manufacturer narrative:
Cmp-0279347. D11 - head, shell, liner/ unknown part numbers/ unknown lot numbers. H10 - bagsby, deren t., wurtz, l. Daniel (2016). Effectiveness of constrained liner use during harrington hip reconstruction in oncology patient.. The journal of arthroplasty 1-5. Http://www.arthroplastyjournal.org/article/s0883-5403(16)30838-5/abstract. Once the investigation has been completed, a follow up MDR will be submitted.].

Event description:
It was reported in a journal article that one patient had pathologic periprosthetic fracture which did not require revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.